Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service. This device was evaluated and repaired through the service repair process. Upon inspection the service technician noted that there was a miss match serial number and return unrepaired parts. A review of the compliant history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 20 sep 2018. The review was performed from the date of manufacture to the present date 28 may 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device would not turn on. There was no patient involvement.